Event description:
A (B)(6) distributor contacted zoll customer support to report that an unknown (B)(6) patient's monitor was constantly alarming to check the electrode belt. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt alarm) has been confirmed. Upon investigation resistor r781 was open on the monitor c/a board, which prevented the application of the driven ground signal to the therapy electrodes. The alarms were caused by open resistor. The root cause for the open r781 resistor could not be positively identified. No adverse event resulted from the open r781 resistor. The patient received a replacement monitor.